Manufacturer narrative:
Section d8 correction. Manufacturer's investigation conclusion: the reported event of being unable to remove the backup battery door and being unable to move the safety lock was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6). Visual inspection revealed contamination throughout the safety lock and backup battery cover screws. The debris and contamination were removed from the backup battery cover screws and the safety lock. The screws were able to be unscrewed, and the backup battery cover was removed. The safety lock was able to be rotated to the unlocked position with some external force, and the modular cable was able to be disconnected. The system controller was functionally tested and upon connecting to a system monitor, fuses f6 and f7 were electrically opened. This is consistent with the modular cable having been cut during the patient¿s transplant, per the provided information. This is expected operation and posed no risk to the patient. The root cause for the reported event was determined to be contamination on the system controller; however, a root cause for the contamination was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU with heartmate touch (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 IFU, section 2 entitled ¿system operations¿, instructs how to connect/disconnect the driveline to the system controller, including how to use the safety lock. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the emergency backup battery (ebb) was due for replacement, but the battery door could not be removed. A system controller exchange was attempted, but the system controller safety latch was also stuck. It was later reported that the patient was transplanted on (B)(6) 2025.

Manufacturer narrative:
Section d9 product return correction. No further information was provided. The manufacturer is closing the file on this event.